Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation occurred while wearing the pod longer than 48 hours on the arm. The site was inflamed, tender to the touch and red. The patient's father took him to the emergency room and they were diagnosed with cellulitis. The doctor prescribed cephalexin 500 mg 1 tablet, for 10 days. The pod has been discarded.